Manufacturer narrative:
Section e: (B)(6).

Event description:
It was reported that the patient presented in clinic following an alert for non-sustained right ventricular oversensing (nsrvo). The nsrvo was determined to be due to post paced t wave oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were completed. The patient was stable.